Event description:
The customer was hospitalized for high bgs. Troubleshooting was not performed at the time of call, it was stated while the customer was in the hospital when customer removed the cannula it was fine. Later the customer called back to test the device. The pump passed all the functional testing. Instructed the customer to call if further assistance is needed.